Event description:
A technician discovered that the trendelenburg/reverse trendelenburg ceased to function on this bed. There was no patient involvement in this event.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The tech replaced the hook/latch assembly in order to resolve the problem.